Event description:
It was reported that, "the surgeon could not combine the universal impactor/positioner and the cup. It was because the tip of the universal impactor/positioner had deformed. The surgeon fixed it and implanted the cup with it on the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.